Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent removal surgery of implants used for the treatment of calcaneus. When removing the screw, it was broke. The surgery was completed with 90 minutes delay. No further information is available. Concomitant device reported: unk - extraction instruments: universal screw removal: trauma: (part# unknown; lot# unknown; quality:1) this complaint involves one (1) device. This report is for (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 44mm this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.